Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error, pump error broken force sensor was detected and display was frozen. Customer's blood glucose level was 141 mg/dl. Customer reports they were unable to clear the alarm. Customer also stated that the middle button of insulin pump not working. It was also stated that the insulin pump exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Pump also received with cracked select button keypad overlay. .